Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) 2026 the customer's blood glucose level was 420 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require third-party assistance. Customer changed infusion set, cartridge, and resumed insulin.